Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the left ventricular lead had an increase in capture thresholds. An x-ray revealed that the lead had dislodged. The lead was replaced.